Manufacturer narrative:
(B)(4). Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on reservoir and battery compartment. Customer¿s blood glucose was 119 mg/dl. Insulin pump will be return for analysis.